Event description:
It was initially reported that the healthcare professional was unable to interrogate the patient's implantable neurostimulator (ins). It was unknown as to the last time the patient had felt their stimulation. Follow up information received attributed the event to the ins as premature depletion of the battery. The ins was replaced on (B)(6) 2012 and reprogramming was performed. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Product ID, 3093-28 lot# v466208, implanted: 2010 (B)(6), product type lead product ID, 3037, serial# (B)(4), product type programmer, patient . (B)(4).